Event description:
It was reported the patient's ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-15500, 3006705815-2022-15501.

Event description:
Additional information received indicates there was no allegation against the ipg it was electively replaced.